Event description:
As reported by the user facility: nurse received needle stick injury in palm of hand. When nurse went to throw the catheter into the sharps container, the introcan safety had been stuck in the gauze. The safety clip must have become caught in the gauze and the safety clip did not retract properly. The nurse was treated at the occupational health clinic and tested for hiv and hep c.

Manufacturer narrative:
(B)(4). B. Braun (B)(4) is submitting a single report on behalf of b. Braun (B)(4), and b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The actual device in the reported incident was not returned for eval. Without the actual sample, a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility report did indicate that the safety clip may have become stuck in the gauze as the nurse was disposing of it in the sharps container, possibly causing the safety clip to not retract properly. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. All available info has been forwarded to the actual MFR for further eval. A follow-up report will be filed if add'l pertinent info becomes available.